Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. Unable to test for motor error alarm due to no button response. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. The motor was tested outside of the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 221 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.